Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the mechanical movement unavailable because of broken geo module. The engineer replaced the geo module and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geo module was faulty. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the mechanical movement was not possible. Troubleshooting actions showed a problem with the geo module. The fse replaced the geo module and returned the system to use in good working order.